Event description:
It was reported that patient's implantable neurostimulator (ins) had been removed and replaced because the ins came through the patient's skin. It was stated it was due to the size of the ins so a smaller replacement battery was tried for the replacement. It was stated that the ins had been removed "last year." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 8591-38, lot # c66918, implanted: (B)(6) 2011, product type accessory; product ID 37092, lot # 273040001, implanted: (B)(6) 2011, product type accessory; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
Additional information indicated that patient's implantable neurostimulator (ins) had been replaced with a competitor's device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the most recent erosion was fixed in (B)(6) 2012. It was stated that it started "maybe 3 months after implant." That was when the ins was removed and a competitor's system was placed with the battery into his stomach. It was stated that the "therapy was going ok, just that it was being pushed up through the skin." It was stated that this system was to treat his leg pain.